Manufacturer narrative:
Part: 314.453-us. Lot: 74p0403. Manufacturing site: (B)(4). Release to warehouse date: october 28, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The sddrive screwdriver shaft t8 55mm was returned and received at us customer quality (cq). Upon visual inspection, the tip of the screwdriver is twisted. No other issues were identified with the returned components of the device. Functional test cannot be performed as the device was received by itself. However, the allegation will not hold can be confirmed because the tip of the screwdriver is twisted. No dimensional inspection can be performed due to post-manufacturing damage. Document/specification review, based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint condition is confirmed for the sddrive screwdriver shaft t8 55mm. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during product inspection in central sterile on (B)(6) 2021, it was found that the screw drivers have been damaged and no longer retain the screws they are used to insert. There was no patient involvement. This report is for a stardrive screwdriver shaft t8 55mm. This is report 2 of 2 for (B)(4).